Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected weak battery alarm anomalies noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the up button was sticking. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.